Manufacturer narrative:
Based on the claim against the product by the customer noting a defective insulation, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the fenestrated bipolar forceps had defective cable insulation. There was no report of patient involvement. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have conductor wire insulation damaged. There was no material missing. The internal wires were not exposed. The instrument passed an electrical continuity test.